Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump had damage to charging port, loose charging cord. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.